Manufacturer narrative:
B3: date of event - estimated as one week after the estimated implant date as the date of event is unknown, but the commentary noted that this event took place approximately a week post procedure. D6a: implant date - estimated as the year the comment was made as the date of implant is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Approximately one week post procedure, the patient experienced a stroke. No further information was provided.